Event description:
Customer reported diminished vaporization efficiency at 30,205 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was attached and intact, however, the cap was charred and drilled through. Based on the analysis findings, the fiber cap condition could result in forward firing, which has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).